Manufacturer narrative:
Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Verathon received a user facility report stating that during a patient procedure, using a gliderite single use stylet, the stylet broke inside the endotracheal (et) tube. During a follow up call the customer stated that the respiratory therapist (rt) was using the stylet to intubate a twelve day old infant. The initial attempt to intubate the patient with a single lumen et tube was unsuccessful. The et tube , with the stylet still inserted, was removed from the patient's mouth. The rt used the same single use stylet and with a dual lumen et tube to successfully intubate the patient. Reportedly the patient arrived at the hospital with the et tube and stylet still in place. The patient was ventilating and was well oxygenated upon arrival at the hospital, however the patient passed away due to unrelated complications. When the et tube was removed it was noted that stylet, which had remained in the et tube, had broken but remained inside the et tube. The customer indicated that the patient outcome was not a result of the broken stylet.